Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a probe became bent while trying to prepare the screw hole during a lumbar fusion procedure. There were no reports of patient injury associated with this event.

Manufacturer narrative:
The returned probe was evaluated. The tip was found to have bent at the 20 mm laser marking. The complaint is confirmed. The cause is likely attributed to the patient's reported hard bone which caused excessive force to be placed on the device during usage. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain sufficient instructions regarding device usage.